Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer shut down. The programmer passed functional testing. It was indicated that errors were found in the system logs. The programmer was repaired and returned to service. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued..

Event description:
It was reported that the programmer shut down in the middle of a patient interrogation, and experienced an error. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to replicate the customer comment that the programmer shut down. The programmer passed functional testing. It was confirmed that there was an error during interrogation in the system logs. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.